Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for regular follow-up, loss of pacing and sensing on atrial lead was observed. X-ray was performed and atrial lead dislodgement was noted. Lead was capped and replaced on (B)(6) 2018. Patient was stable throughout.

Manufacturer narrative:
New information received notes that during lead revision procedure, helix issue was noted on the lead. Lead was explanted on (B)(6) 2018.

Event description:
New information received notes that during lead revision procedure, helix issue was noted on the lead. Lead was explanted on (B)(6) 2018.